Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported an unresponsive touchscreen that would not allow the ventilator to be turned off. There was no patient involvement. Technical support advised the customer to replace the touchscreen. The customer reported that replacing the touchscreen resolved the problem.